Event description:
A customer reported experiencing an occlusion alarm, identified as alarm 2 followed by alarm 26, which had been occurring intermittently over the past two months. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl or result in a high reading from the continuous glucose monitor, indicating there was no adverse impact to the customer's blood glucose level. To address the issue, the customer changed the trusteel infusion set and cartridge, then resumed insulin therapy.